Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, the smart device and receiver displayed a message to replace the sensor. Data was available for evaluation. Confirmation of the complaint could not be determined via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An exterior physical visual inspection was performed and the transmitter passed. A voltage measurement was performed and the transmitter passed as it had voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. A transmitter functional test was performed and the transmitter passed. A share log review was performed and signal loss prior to the sensor session ending was found. Confirmation of the complaint could not be determined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).